Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The device's system board and central processing unit board assemblies should be replaced to address the issue. No repairs were performed. The unit is not needed for inventory, and it will be scrapped.